Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead. The noise could not be reproduced in clinic. No patient symptoms were reported. Lead testing was performed during a routine procedure and the lead remained in use.